Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #(B)(4). Aware date should have been listed as 8/29/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, of a non-abbvie device. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
It has been determined that the device associated with this complaint is non-allergan. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
It has been determined that the device associated with this complaint is non-allergan. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Device was explanted and replaced.